Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implanted pump. It was reported the patient had their pump implanted on (B)(6) 2020 and has been experiencing severe headaches since implant. The patient was admitted to the hospital on (B)(6) 2020. It was noted the issue was related to the device or therapy.